Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer air dermatome ii handpiece was not powering up correctly. Additional clinical information determined that the issue occurred during surgery. There was no impact/damage to the graft however the device was unable to be used so the surgery was completed using an alternate method. The surgeon used a humby knife to harvest the graft and there was a delay of around 15 minutes to the procedure.